Manufacturer narrative:
Findings: all buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify max delivery alarm and change the language due to button keypad anomaly. Pump had minor scratched display window. (B)(4).

Event description:
A customer reported via phone call they had issues changing the infusion set on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer states that the insulin pump is not in english. The customer sent the product back for analysis.